Manufacturer narrative:
Complaint conclusion: as reported, when the physician was inserting a 5f infiniti diagnostic catheter during a catheterization procedure, the catheter broke apart at the hub. The catheter was removed and measured, and it was determined that all parts were retrieved. There was no reported harm to the patient. No additional information is available. One non-sterile unit of cath f5 inf pig145 110cm 6sh was received coiled inside a plastic bag. Per visual, a kinked condition was found on the catheter body at 105.0cm from the catheter distal end. Furthermore, the hub was found separated from the body shaft of the catheter. No other issues were found. The separated edges on the received proximal end of the catheter body were inspected under vision system and evidence of elongations was observed. No other anomalies were found. The unit was send to sem analysis with the following results: results showed that the separated section of the catheter body presented with elongations. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. Also the braid wire presented evidence of a plastic deformation that result in an elongation which may suggest an application of stress that exceeds the material yield strength or a tensile overload. Also, ductile dimples can suggests pulling / stretching events. No other anomalies found during sem analysis. Also, x-ray analysis was performed to the separated hub. Per x-ray, the hub presented evidence of remnants of body inside of the hub. The catheter body od and ID were measured near to kinked conditions and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer as ¿luer hub-separated (peripheral)¿ was confirmed during analysis due to the condition in which the catheter body shaft was received. The exact cause of the body shaft separation from the hub on the diagnostic catheter could not be conclusively determined during the analysis. However, procedural factors and the handling process, as shown by elongation and ductile dimples during analysis, may have contributed to the event as reported. According to the product instructions for use, users are cautioned to prevent damage to the catheter tip during removal from the package, grasp the hub and gently withdraw the catheter. To prevent kinking of 5f and smaller angiographic catheters, ensure that: the pigtail catheter is not straightened by hand, but only with a diagnostic guidewire or, if applicable, with a tip straightener. A guidewire is used when introducing the catheter through the csi and into the left ventricle. Neither the product analysis nor the DHR results suggest that this kinked condition is related to the manufacturing process. No corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
When the physician was inserting a 5f infinti diagnostics catheter during a catheterization procedure, the catheter broke apart at the hub. The catheter was removed and measured; determined that all parts were retrieved. No harm to the patient. The product is available for analysis. No additional information is available.